Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the wound drain broke when the drain was removed from the patient's abdomen. The patient returned to the hospital where a piece of the wound drain was allegedly found and had to be removed with an additional surgery.

Manufacturer narrative:
It was found after receipt of the sample at the manufacturing site and after further follow up with the complainant that the device associated with this emdr is not manufactured by bard.

Event description:
It was reported that the wound drain broke when the drain was removed from the patient's abdomen. The patient returned to the hospital where a piece of the wound drain was allegedly found and had to be removed with an additional surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the wound drain broke when the drain was removed from the patient's abdomen. The patient returned to the hospital where a piece of the wound drain was allegedly found and had to be removed with an additional surgery.